Event description:
Pt was found at home by grandson, bleeding but conscious. 911 was called. Paramedics pushed adaptor back together and took pt to the hosp. Pt was given antibiotics and discharged to her home. Pt received normal dialysis treatment monday 2/8/1999. Extensions were not changed until wed. 2/10/1999.